Event description:
Information received notes that when the patient presented in ICU for other health complications, interrogation of the device revealed that the device was programmed to 7.5 v, 0.6 ms. Lead impedance was 1762 ohms and capture thresholds were at 5.0 v, 0.6 ms bipolar with 3-4 mv r-waves. The base rate was set to 45 ppm and the patient was in intrinsic rhythm >99% of the time. Due to the patient's condition, the device was programmed to the unipolar configuration.